Manufacturer narrative:
(B)(4).

Event description:
It was reported that in toxicology during the venipuncture, the tip of the peel-away sheath became damaged and in turn could not be inserted into the pt. As a result, the set was replaced and the new one was successfully used to complete the procedure. There was no reported delay, death, or complications to the pt aas a result of this occurrence.